Event description:
It was reported that upon removal, the fecal management system (fms) retention balloon was deflated. The nurse attempted to remove the device from the patient's rectum but was unable to. She then tried to aspirate the cuff again, to remove any remaining water, but was unsuccessful. Ultimately, the fms device was pulled out of the patient's rectum. Once removed, the nurse noted the retention balloon was still inflated. The nurse estimated there was approx 40 milliliters of water remaining in the retention balloon. Post-removal the nurse attempted to deflate the retention balloon; however, she was not able to remove the remaining water from the retention balloon.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional info become available, a f/u report will be submitted. (B)(4).